Manufacturer narrative:
Engineering review: the separator had multiple bends approximately 1 cm distal to the taper. Conclusion: during use, the separator was moved proximally to a point where the taper exited the valve of the rhv. When the separator was then advanced, the smaller diameter working length portion, distal to the taper, bent. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Three separate wires kinked at the transition zone. Upon advancing the wire into and out of the catheter hub, the wire kinked at the transition zone. No patient injury occurred. This MDR is associated with MDR 3005168196-2010-00160 and MDR 3005168196-2011-00032.